Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, but the lot number was obtained. A companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications. Additional attempts to the patient have been made with no additional information provided. This MDR includes all events information received to date. A supplemental report will be submitted upon final review by post market clinical physician.

Event description:
A peritoneal dialysis patient reported that once she placed the cassette in the cycler "fluid started to leak all over." As a result of the leak the patient was admitted to the hospital for peritonitis. In follow-up with the patient she reported the leak was identified in the drain line due to a hole in the tubing. The sample was discarded. The peritoneal dialysis nurse reported the patient went into the emergency room and was treated for growth contamination. The patient's white blood cell count was less than 20. The nurse declined to provide any further information in regard with the patient course of care and treatment.